Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/08/2026. An investigation was conducted on 04/09/2026 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaw. No peeling of silicone insulation was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000519050 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that upon entry into the tunnel with the vasoview hemopro 2 device, it was noticed the silicone was detached from the device. The silicone detached from the hot, active side with spot cautery. No pieces came off or were left behind. No retrieval was necessary. A new device was used to complete the procedure. There was a delay in getting a new device. No patient harm.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) medical center.